Event description:
Boston scientific received information that this device was explanted and returned with no field allegations. During initial testing it was observed that this device did not meet labeled longevity due to a larger than expected cell impedance increase. This device is included in the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
The device is still pending additional testing. When analysis is complete, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing a pattern of increasing charge times. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators advisory population.